Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) and steerable guiding catheter (sgc) used during the procedure were returned. The actuator coupler was not exposed from the tip of the delivery catheter (dc) and was attempted to be pushed from the proximal end, but it was stuck inside the dc. The dc shaft was fully extended and then cut in order to remove the actuator assembly proximally, and it was found that the actuator coupler was broken adjacent to the distal vent hole. The detached portion (distal end of coupler) was not returned. Based on these findings, the distal end of the broken coupler was likely still attached to the clip (i.e. Threaded onto the treaded stud). Approximately 0.091 inch of the actuator coupler likely remained attached to the clip. Due to the condition of the returned device (clip not returned as it was deployed), the difficult to deploy could not be replicated in a testing environment. The broken portion of the returned actuator coupler was sent to the scanning electron microscopy (sem) lab for further analysis. The analysis determined that the fracture surfaces of the coupler exhibited a ductile rupture type fracture. The morphology indicated a tensile fracture, as evidenced by tearing and deformation of the coupler wall. From the evidence found during the analysis, it was concluded that the actuator coupler may have initially cracked and then fractured/torn, as indicated by the ductile rupture morphology. Potential causes for clip difficult to deploy can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement). With respect to the patient condition, procedural conditions and/or user technique, the difficulty in deploying the clip may be influenced patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. In this case, it is possible that there were unidentified procedural interactions (e.g. Curves on the guide and/or challenging anatomical conditions) which resulted in increased tension on the device, such that the actuator coupler and mandrel became bent and therefore contributed to the difficulty deploying the clip. During deployment, the actuator mandrel and coupler assembly is rotated to release the clip from the dc, so if the mandrel and/or coupler bends, deployment may become difficult to impossible. Further attempts to manipulate the system at this point can put additional force (ductile and rotational) on the coupler, causing it to crack and eventually break, as evidenced by the tearing and ductile morphology of the break. As a result of the break, the clip was able to be released from the dc likely with part of the coupler still securely attached to the clip; however, this cannot be confirmed. The patient effects of air emboli, arrhythmias (ventricular tachycardia), hypotension and hypertension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. In this case, the ventricular tachycardia, hypotension and hypertension were likely cascading effects of the air embolism; however, a conclusive cause for the air embolism and the relationship to the device, if any, cannot be determined. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that introduction of medical devices, such as catheters, into the cardiac chambers, have a known risk of potential air entry into the anatomy. This can result in patient effects which include, but are not limited to, arrhythmias, cardiac arrest and hemodynamic instability. In this incident, the patient underwent the mitraclip procedure. During insertion of the cds, the patient became hypotensive and went into ventricular tachycardia. Air was seen in the aorta and aspiration was performed. Medication was administered which caused reflexive hypertension. The patients condition resolved and clinically is related to the entry of air into the anatomy. It was concluded that given the clip had not yet been positioned on the mitral valve, there is no causal or contributory role of the difficulty with clip. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the complaint handling database indicated there had been no similar difficult to deploy incidents reported for this lot.

Manufacturer narrative:
(B)(4). Concomitant products: super stiff amplantz guidewire, 6f sheath, mitraclip system: steerable guide catheter (sgc (B)(4)), lift, support plate, stabilizer, proglide vessel closure device (x2). Event description continued: the cds was steered to the mitral valve and grasping was performed without issue. Clip deployment was attempted per IFU (arm positioner in neutral, actuator knob turned 8 times counterclockwise without resistance), but the clip did not deploy. The actuator knob was pulled past the release pin groove, but still the clip was not deployed. Multiple attempts were made to deploy the clip by turning/pulling the actuator knob, but were unsuccessful. The delivery catheter was gently retracted, but the clip would not deploy. The fluoroscopy showed tension when retracting, but the clip remained intact. Ultimately, the actuator knob was turned two turns and held while the guide was gently turned clockwise, then counter-clockwise. The clip then deployed. The mr grade was reduced to 1-1+. Cerebral angiogram was then performed and showed no evidence of air embolization in the cerebral circulation. The patient remained intubated. MRI showed no air in the anatomy. The patient was awake and clinically stable with no appearance of neurological deficits. No additional information was provided. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report, the following information was provided: prior to the clip delivery system (cds) insertion, the dilator was removed from the guide valve, with the guide wire fully inside the dilator tip, and the cds was fully de-aired. While the cds was inserted, there was a slow, continuous heparinized saline flush through the sleeve, delivery catheter and on the guide. No additional information was provided.

Event description:
This MDR is being filed for air embolism and ventricular tachycardia which occurred during use with the clip delivery system and required medical intervention. Additionally, the clip was difficult to deploy requiring intervention to prevent injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a posterior leaflet prolapse, and severe mitral annular calcification, and calcification extending into the intraventricular septum. The clip delivery system (cds) and steerable guiding catheter (sgc) were prepped per instructions for use (IFU). The cds was inserted per the IFU without difficulty. Within a minute, blood pressure dropped from 130 to 40 and ventricular tachycardia occurred. Several chest compressions were performed and medication was administered. Heart rhythm was stable. Transient hypertension occurred. Fluoroscopy showed air in the ascending aorta which appeared to be stationary. Aspiration was performed and the patient returned to baseline. The source of the air is unknown, but it is suspected the clip contributed to the entry of air into the aorta and the ventricular tachycardia.